Manufacturer narrative:
Additional information provided in b4, g6, h2, and h11. Correction made to d9 (sample availability) and h6 (type of investigation and investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported found 3-4 pen needles that clogged during the flow check. Dc lot # 3234701 catalog# 320555 date of event unknown sample status awaiting sample.